Event description:
It was reported that stent damage occurred. The target lesion had a bend less than 45 degrees. Pre-dilation was performed using a wolverine balloon catheter, leaving 75% residual stenosis. A 3.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, the stent strut was found damaged and rolled up when advanced to the lesion. The procedure was completed with a different synergy xd stent. There were no patient complications nor injuries reported.

Manufacturer narrative:
E1. Initial reporter address 1: (B)(6). Device evaluated by MFR. :synergy xd mr ous 3.50 x 28mm stent delivery system was returned for analysis. A visual examination of the stent found evidence of damage with struts from the distal end stretched distally over the distal tip. The undamaged crimped stent od (outer diameter) was measured and was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that stent damage occurred. The target lesion had a bend less than 45 degrees. Pre-dilation was performed using a wolverine balloon catheter, leaving 75% residual stenosis. A 3.50 x 28mm synergy xd drug-eluting stent was advanced for treatment. However, the stent strut was found damaged and rolled up when advanced to the lesion. The procedure was completed with a different synergy xd stent. There were no patient complications nor injuries reported.